Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered multiple shocks and anti-tachycardia pacing (atp) for an atrial tachycardia event. Critical therapy was not available at some point as there was evidence of therapy exhaustion. The device therapy zone and other features were reprogrammed to avoid this from happening again. No adverse patient effects were reported.